Event description:
It was reported that during testing at the manufacturer facility, the device was under delivering energy, a condition which may pose the risk of insufficient coagulation and increased bleeding. There were no adverse consequences related to this event. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.